Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was not returned for evaluation. It was determined from the complaint information provided that the implant is nearing the end of it's life expectancy. It was reported that the patient has been participating in intensive gym activities which has been applying distractive force to the implant and may have contributed to the self-extension. Request are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
A surgeon has reported that a patient's custom distal femur replacement implant has been self-extending.

Manufacturer narrative:
The patient has undergone successful revision surgery for a distal femur. The implant is nearly at the end of its life expectancy. The patient has also been participating in intensive gym activities which have been applying 'distractive' force to the implant and may have potentially caused the self-extension. This complaint is being closed, and is being tracked and trended.

Event description:
A surgeon has reported that a patients custom distal femur replacement implant has been self-extending. This is a supplemental report to 3004105610-2014-00103 (B)(4).